Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. This is pending repair completion and patient information.

Event description:
The customer reported that the ventilator failed with pressure sensor failure occurrence. The customer reported that the patient expired.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a mandatory field change order.

Event description:
This male patient was admitted for diffuse large b-cell lymphoma (dlbcl) and found to have respiratory failure while in treatment. The patient¿s relative decided they did not want invasive ventilation and a non-invasive ventilator was placed on the patient on (B)(6) 2017. The next day, the device gave an error code and the family found the screen black. Another ventilator was ordered to be placed immediately to rescue the patient. Attempts to rescue the patient were made, however they were not successful and the patient expired. The customer declined to provide treatment details.